Event description:
Patient was seen in the clinic on (B)(6) after reporting pain and swelling on the inferior medial part of the knee after walking more than normal during a shopping trip two days prior. Dr. Examined the patient, and instructed the patient to take anti-inflammatories, ice and rest over the next few days. The patient contacted a company representative on (B)(6) to report that the knee was in excruciating pain, a level 9 on a 0-10 scale, and was having trouble putting weight on the knee. Dr. Was not in clinic that day, so the patient was seen at the practice's urgent care by the practice's physician assistant. Fluid was drained from the knee and the patient was sent to hospital for cultures. The company representative spoke with the dr. On mon. (B)(6). He reported the infection was confirmed, patient was placed on antibiotics, and the patient was scheduled for debridement surgery on (B)(6). The patient's knee joint hardware was to be removed during surgery.

Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The patient underwent surgical removal of their partial knee replacement hardware and surrounding tissue; the patient's leads were reportedly removed as well. The patient is reported to have had infection present in their knee prior to sprint leads being implanted. The patient additionally has surgical history in the affected area (i.e., a previous partial knee replacement). Therefore, it is possible that the issue reported in this complaint may have been caused or exacerbated by the patient's medical and/or surgical history unrelated to sprint. No additional information regarding resolution of the reported issue was available at the time of investigation. The patient is anticipated to receive a complete knee replacement when the area has healed. If additional information becomes available regarding resolution of the issue, this investigation will be updated. It is not suspected that the sprint product was faulty or had any specific deficiency based on the information available in this report.